Manufacturer narrative:
(B)(4).

Event description:
Data was returned and evaluated. The customer complaint was confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was attempted but could not be performed because the transmitter had no voltage. Data was not available ih the share cloud. The reported event of a loss of connection was not confirmed. A root cause could not be determined.